Event description:
The user facility in italy reported that the vitrectomy cutter didn't cut and aspiration continued. The cutter was replaced to complete the procedure. There was no impact to the patient

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.